Event description:
Rptr alleges pt complains of burning pains in the right breast and pt has noticed recent change in shape of the right implant, especially when lying down. Report also alleges pt denies decreased size but reports increased encapsulation for two years. Pt denies history of trauma. In addition, pt has progressively disabling systemic symptoms including arthralgia in the hands/myalgias, dysesthesias, fatigue, sleep disturbances, headaches, visual changes, memory loss, sicca, hair loss, rashes, sensitivity to sun, shortness of breath, palpitations, hashimoto's, weight gain and gastrointestinal changes. Pt has history of polyps with family history of colon cancer but also family history of breast cancer post-menopause bilaterally in the family member. Pt is otherwise healthy.